Event description:
Caller reported device + 33 mg/dl at 11:10 and 2nd result @ 11:20 =lo. At 11:15, lab =219 mg/dl. Caller treated pt with 1 amp of d50 with ivp. Level 2 controls were not in range. A request was made for return product and replacement product was sent.